Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was intermittent when the cable was manipulated. The cable had internal signs of twisted wires and the cable assembly failed the pressure leak test. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head stopped working as no pictures were able to be taken. The customer requested the light lead be tested as well. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of ¿stopped working as no pictures were able to be taken.¿

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the image issue occurred as a result of a failure of the charged coupled device (ccd), which had failed because of a faulty cable. The twisted cable wires most likely occurred a result of the cable becoming kinked. The instructions for use (IFU) cautions the users on the correct handling of the device: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.